Event description:
It was reported the subject device had a dark image. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blurred and distorted. Based on the results of the investigation, for the event of dark image, it is likely that the light guide bundle failure was electrical/electronic component problem, but the cause of the light guide bundle failure could not be determined. The most likely cause is some kind of excessive force. For the event of image blurred and distorted, it is likely that the universal cord failure is electrical/electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.